Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery doesn't work. The customer reported the unit was not in use on patient.

Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported issue.